Manufacturer narrative:
Medical devices: item#ep-108323; lot#098050; e-poly 36mm +3 hiwall lnr sz23, item# 12-104158; lot# 919460; m/h radial 3-hole shell 58mm. Results of the mar relayed by the engineer: on the high wall side of the liner, there is evidence of abrasion and indentations, likely incurred after liner dislocation. The high wall side of the liner¿s articular surface, also shows evidence of abrasions from third body debris. The low side liner rim shows evidence of impingement and deformation. The shell shows evidence of damage likely acquired during removal. A close up of the liner side of the shell, indicates evidence of metal on metal abrasion and wear. The femoral head shows abrasions and markings likely caused by articulation on the metal shell. There is also an unidentified metal fragment with the acetabular fixation screws. One screw has evidence of partial thread fracture, possibly incurred during removal. Evidence suggests that the femoral component(s) may have impinged on the low side rim of the liner; that the liner may have fractured near the locking ring groove and dislocated from the shell, possibly followed by further fracture of the liner. -results of the per relayed by the engineer: the entire hi-wall was likely the first piece of the liner to break. Once the hi-wall broke, the locking ring was no longer constraining it, as indicated by the wear. The liner was then unsupported, which likely lead to the large fracture in down the middle of the liner. The cause of the fracture of the poly bearing cannot be determined. Both the metal head and metal shell show signs of wear, which indicates that after the fracture of the liner, the metal head was directly contacting the metal shell. This was likely the cause of the squeaking reported by the patient. There are several wear patches on the inside of the metal shell. The exact cause of these cannot be determined; however, possible causes could be from lack of fixation or from anatomical motions. The possible fracture of one of the screws mentioned in the material analysis is a machining mark which occurred during manufacturing, and is not a partial thread fracture. This is an acceptable machining mark and is likely not the cause of the poly fracture. From reviewing the DHR¿s of the liner and the metal head, it is likely that both parts left biomet conforming. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for these lots. Relayed completion of the investigation to the sales rep via phone on (B)(6) 2014. Review of complaint history found no additional issues reported for item: 11-363660 lot: 859860 combination. Objective evidence ¿ inconclusive-root cause cannot be determined; known inherent risk of procedure. Condition is addressed in package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a fractured liner causing dislocation. The modular head, acetabular cup and liner were removed and replaced with a competitor cup and liner and a biomet head.